Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Pt info: unknown, information not provided. Implant and explant dates: if implanted or explanted, give date: unknown, information not provided. Device available for evaluation: yes. Returned to manufacturer on: 10/16/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. According to the visual inspection performed the plunger was observed in advanced position, lock and override. The cartridge was correctly engaged into lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process were observed. Lack of lubricant material was observed in loading zone. The lens was observed stuck in the cartridge tube zone. The cartridge tip was observed deformed. No information was provided related to the specific failure with the product. However, the condition observed in the device was a lens stuck and the cartridge tip deformed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pcb00 preloaded lens had unknown/unspecified issue. Additional information resulting from returned product evaluation showed that the preloaded device had deformed tip. No further information provided.